Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance leading to suspicion of a lead fracture. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.